Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of an aneurysmal false lumen using one gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imaging showed shrinkage of the aneurysm to 51mm. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 56mm. No endoleaks were observed. The patient was being monitored. According to the cro in (B)(6), no further information is available.